Event description:
Info received indicates the siderail will not stay up.

Manufacturer narrative:
The technician found the shoulder bolt in the latch was cracked. The technician replaced the bolt to repair the bed.